Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
Customer states "one of the batteries showing x. Tested and confirmed defective". No pt involvement.